Event description:
The customer reported to olympus that the visera elite video system center had an e104 error for anti fogging function. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the power turned on and off repeatedly due to a converter failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the power turned on and off repeatedly due to a converter failure. Other issues found were: there were battery consumption issues and the e104 error was not reproduced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The customer`s complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to failure of the converter, the power repeats on and off. Olympus will continue to monitor field performance for this device.